Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4308680. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 26 g (1.9 fr) x 1.9 cm bd introsyte-n precision introducer was used to place a PICC line in a pediatric patient. When it was removed, it did not come apart as it is designed to do and the PICC line had to be removed. There was no report of injury but a second PICC line had to be placed in the patient due to this event.